Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that the patient expired four years after the mitraclip procedure. The patient death was found in the obituary after unsuccessful attempts to reach the patient for a follow-up visit. No additional information was received.

Manufacturer narrative:
(B)(4). Subsequent to the previously filed medical device report (MDR), additional information from the physician was received, indicating that the reported death was unrelated to the implanted mitraclip. It was confirmed there was no relationship between the reported event, the mitraclip device and there was no reported device malfunction; however, since the initial MDR was filed, the event must remain MDR reportable. No further investigation is required.

Event description:
Subsequent to the previously filed 30-day medical device report, the following information was received: date of death was corrected to (B)(6) 2017. The patient expired while in the hospital. An autopsy was not performed. The physician reported the patient death was not related to the mitraclip as the cause of death was sepsis. The death certificate listed the following causes of death: septic shock (12 hours between onset), cardiogenic shock (3 months ago), coronary artery bypass graft (8 years ago), coronary artery disease (10 years ago). No additional information was received.